Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that he received a lost sensor alert after 20 minutes and could not get the sensor to work. The customer then removed the sensor to find that there was no electrode. The customer's blood glucose reading was 18 mmol/l. The helpline representative went over insertion steps and advised the customer that the sensor would be replaced.

Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base however, no broken or missing parts were observed during our analysis. Unable to confirm if the customer received the sensor damaged due to the customer returned the sensor opened and used.